Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was not explanted at the time of event. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Medical records were reviewed and identified that no intraoperative complications found during initial procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product code: phx. UDI #: (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2019-01792, 0001822565-2019-01794, 0001822565-2019-01795. Device evaluated by MFR: not returned to manufacturer.

Event description:
It has been reported that patient underwent shoulder arthroplasty. Post surgery, patient was unable to void hence straight catheterization was performed two times to empty the bladder. No additional patient consequences were reported.